Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an failure to alarm was not determined because no products or device logs were returned.

Event description:
A copy of the medwatch report from FDA was received, which states ¿the patient called to report a significant amount of air in the IV tubing distal to the alaris channel as his IV bag was empty. The channel never alarmed and continued to infuse. Channel shut off; no air made it into the patient." There was patient involvement, but the outcome is unknown.